Event description:
Reported as: "surgeon was unable to get any fluid in after multiple attempts."

Manufacturer narrative:
Taper ii. The product associated with this report was discarded and will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No analysis or testing can be done as the product was discarded. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."